Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is no documentation to show a causal relationship between the patient¿s umbilical and inguinal hernias with repair and pd therapy with the liberty select cycler. Additionally, there were no allegations of a device malfunction or deficiency causing the hernias. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient hernias during pd therapy. It is unknown if the patient¿s hernias were pre-existing prior to initiation of pd therapy. The increased intra-abdominal pressure during pd therapy is a common complication in pd patients and is known to increase the risk of hernias. Based on the available information the liberty select cycler can be excluded as the cause of the hernias, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation or creation of the patient¿s hernias. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contacted fresenius technical support for a drain complication issue encountered during peritoneal dialysis (pd) treatment on the liberty select cycler. The patient mentioned having hernia surgery on (B)(6) 2020, and only had two bowel movements since the surgery. The patient was advised to contact their peritoneal dialysis registered nurse. The patient stated they had no contact number for weekends or emergencies and would take laxatives and manually drain. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse pdrn. The patient had an outpatient hernia repair surgery for an inguinal and umbilical hernia. It is unconfirmed if the hernias were pre-existing prior to start of pd therapy. The pd therapy start date was not provided. The patient did not have any symptoms prior to the surgery that required the pd prescription volume to be altered. The volume also remained unchanged post-surgery. The cause of the hernias is unknown.